Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance on all vectors. It was confirmed that the lead had fractured and the patient experienced pocket stimulation when pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and the lv3 (low voltage 3) conductor developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.